Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01 2007. Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a pump with failure code 16:310:103:0002. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.